Event description:
It was reported that a patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, the patient underwent an irrigation and debridement procedure on (B)(6) 2007, due to drainage of non-healing surgical wound. Additionally, the patient was revised on (B)(6) 2008 due to acetabular loosening. The acetabular component and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿